Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via phone call that they experienced high blood glucose. Blood glucose reading was over 500 mg/dl. Customer had symptom such as headache. Customer's spouse also reported that the insulin pump had battery out limit alarm. Customer's spouse reported that they were able to clear the alarm and able to complete rewind. Troubleshooting was declined for high blood glucose. The insulin pump will not be returned for analysis.